Manufacturer narrative:
On 4-aug-2025, the product investigation was completed. Additionally, it was also noted that the product receipt of 28-jul-2025, was mistakenly omitted from the previously submitted initial report. It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a qdot micro¿ catheter and the generator was not delivering the set energy. The catheter was pulled out of the patient and it appeared that it was not irrigating normally. The correct catheter and generator settings were selected. There were no alerts or error codes noted. The irrigation was set on high but the catheter was barely dripping. Catheter change solved the problem. There was a 7-minute delay prior to the replacement of the catheter. No catheter fragments were generated. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a qdot micro¿ catheter and the generator was not delivering the set energy. The catheter was pulled out of the patient and it appeared that it was not irrigating normally. The correct catheter and generator settings were selected. There were no alerts or error codes noted. The irrigation was set on high but the catheter was barely dripping. Catheter change solved the problem. There was a 7-minute delay prior to the replacement of the catheter. No catheter fragments were generated. No patient consequences were reported.